Event description:
Drive devilbiss healthcare was notified of an incident involving a motorized chair by the provider who stated that when the end user was going down a ramp, the chair "locked up." The end user tried to make the chair move forward and the chair "took off" causing the end user to fall off the chair. The end user broke her leg that required surgery. The provider confirmed that the end user had their seatbelt on at time of the incident. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.

Manufacturer narrative:
3500a report: the service provider stated that the wheelchair "got stuck" when the end user was going downhill. The end user attempted to move the wheelchair forward, but it "lurched forward," causing the end user to fall out. Follow-up email: according to the supplier, the equipment has been repaired. The repair included replacing two casters and an upper controller. I don't understand the connection between the replaced parts and the incident.